Event description:
Customer reporting 1 discordant sars result, initially testing positive and then testing negative. No confirmation testing was performed and symptomatic status of patient is unknown. Multiple attempts were made to gather further information from the customer without success.

Manufacturer narrative:
Investigation summary: review of qc documents show that product performed as expected with both the positive and negative controls yielding expected results. Multiple attempts were made to gather more information from the customer without success. Contamination is suspected but not able to further investigate due to lack of data. Root cause: insufficient information. Source: phone.